Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found. The returned device indicated damaged left ventricular (lv) and right ventricular (rv) grommets. The returned device indicated foreign material on lv and rv set screws and both set screws had a rounded socket. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted cardiac resynchronization therapy defibrillator (crt-d) exhibited a left ventricular port setscrew and/or grommet problem. The lead could not be screwed to the device header and the device was reported to have a pacing problem in that there was no left ventricular capture. A different crt-d was subsequently implanted. No patient complications have been reported as a result of this event.